Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received pictures were reviewed and a migration of the femur head can be confirmed. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.168.480s, lot: 2l50600, manufacturing site: grenchen, release to warehouse date: 03.12.2018, expiry date: nov. 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an open reduction internal fixation surgery for the femoral neck fracture (garden IV) with fns on (B)(6)2019. The surgeon applied reduction to retro-torsion by manual reduction. The patient was reported pain early in (B)(6) and the cut-out of the implant was found when she got an examination 2 weeks after the pain recurred. The patient underwent total hip arthroplasty on (B)(6) 2019. During the surgery, the surgeon had difficulty in extracting the locking screw because it had been fixed to the plate firmly. Surgeon removed the locking screw by attaching the insert to the plate and turning a driver. Also, the anti-rotation screw could not be removed with a screwdriver because it stopped turning with the screwdriver halfway through. It was removed by clutching the screw. The event was caused because the fracture was garden IV and the bolt chosen in the initial surgery was short to hold the femoral head. Concomitant device reported: plate 1 hole femoral neck syst tan (part# 04.168.000s, lot# l911548, quantity# 1), locking screw self tap l40 tan (part# 412.214s, lot# 1l77781, quantity# unknown) . This is report 2 of 2 for (B)(4). Related product (B)(4).